Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 (09/13/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked / broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter has a cracked display. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2011. As part of her diabetes regimen, the patient claimed she is on humalog insulin. As a result of the alleged issue, the patient indicated she decreased her dose of insulin at around noon time that day; however, the amount was not specified. The patient denied experiencing any diabetic symptoms. It is not known if the patient seek any medical treatment. The patient however claimed that she tested on a onetouch ultra meter and obtained a reading of "275 mg/dl" at 5:26pm that evening. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter and there was no misused of the meter. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical treatment for acute complications of diabetes.